Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling and uphold were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurological compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with total laparoscopic hysterectomy, placement of uphold mesh and cystoscopy. It was reported that the patient underwent mesh excision on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, urinary tract infection, and obstruction. It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to pain. It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 4/4/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced leakage, nocturia, urinary frequency and urinary retention.